Event description:
Customer reported blood glucose results of 483 mg/dl and 96 mg/dl within 10 minutes on the aviva system. Customer reported having cherry pie filling on his hands when he got the high result, realized that his hands were not clean, washed, retested, and obtained the lower result. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.